Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used . During the procedure, the suture broke during knotting. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Investigation summary: visual analysis of the returned product revealed that one opened sample product code vcp345 was received for evaluation. Upon visual inspection of the returned sample, the swage and attachment area of the needle were noted to be as expected, damages at the surface suture, body fluids due to use were observed. In addition the end was observed cut. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code vcp345 contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m.